Event description:
Consumer reported that prior to use, the string was missing from a tampon. She did not use the tampon and she discarded it.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.